Event description:
A lab tech was inserting a catheter when it buckled. An rn then tried again inserting the catheter with blood return from vein, but the cannula part was very difficult to push through the skin. A different brand was utilized which inserted easily. No apparent injury to pt except three sticks for starting IV.